Manufacturer narrative:
Device unique identifier(UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device-7 years and 9 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient experienced two red heart pump stop alarms at 1919 and 1626 on (b)(64) 2017, the patient appeared to be hemodynamically stable and asymptomatic. Technical services reviewed the submitted log file and observed two pump stops. These issues only appeared to be occurring while the vad was connected to the power module. It was reported that the patient was placed on an ungrounded cable, but continued to have alarms and vad stoppages. The patient was now on batteries and being monitored for any additional alarm occurrences. Technical services reviewed the submitted log file, and observed 3 pump stoppages with 7 low speed advisories. The speed drops were as low as 0 rpms. A distal end percutaneous lead (driveline) replacement was performed 3.5 inches from the exit site on (B)(6) 2017. There were pump stoppages after the distal end percutaneous lead driveline repair was performed on grounded cable. After switching the patient back to a ungrounded cable and batteries, the patient did not have any other pump stops. No further information was provided.